Manufacturer narrative:
H3, h6: the kit svc o2 bi71000450 power supply psi (lot # v16440232) was returned for analysis. Analysis found that the pcba was defective. Visual inspection confirmed that the psi power supply had electrically overstressed components. Resistors and transistors were damaged on the pcba. Evaluation codes that apply to this testing: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(4). No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the complaint could be confirmed upon inspection. The normal boot up did not energize k2 / k3, there were no clunks. Error 33 was noted within the generator software and power conversion had its 400vdc on j1 and j2. Error logs on mvs stated power on request fail, out of spec 5vdc, +/- 15vdc. The f3 fuse on supply board was found to be not fully seated and still good. The fuse was reseated and the issue was still not resolved. Further inspection showed that the ps1 was bad, it was not outputting low voltages. The ps1 was replaced and the system passed the system checkout. The power supply has been received by the manufacturer for evaluation. However, results are not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that while completing rad gain calibrations a manufacturing representative (rep) continued to receive generator errors. Troubleshooting with a field service engineer (fse) made no changes. There was no patient involvement.